Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-user stated the caster on his 1996 standard wheelchair are falling off. End-user stated he purchased the chair for his mother and every time she uses it the wheel will pop off. Advised consumer to be careful with using the product.